Manufacturer narrative:
Follow up report being filed to correct the classification of complaint. Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported that during the hydrocephalus operation, after the surgeon inserted the tube, a leak was found from the ventricular end. The surgeon removed the tube and changed to a new tube to complete the procedure. There were no adverse events to the patient. It preliminary judged that there was a slight hole in the tube which contributed to the leak.

Event description:
A follow up report is being submitted based on a new matrix that went into effect on (B)(6) 2013. This type of event is considered to be a serious injury rather than a malfunction. If undetected during an intra-operative procedure it could have resulted in complications and additional surgery for the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, a leak was noted in the ventricular catheter. Also, a small tear / cut was found in the catheter. This could have been caused by the guide wire or a sharp or pointed object coming in contact with the catheter during implantation or explantation but this could not be confirmed. As noted in the IFU the catheters have a low cut/tear resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.